Manufacturer narrative:
(B)(4) a lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was smoking excessively. Device was removed from the patient and it was activating on its own, glowing red hot, and small flames were coming off of the tip. The hospital immediately disconnected the extension cable from the device and it stopped. A replacement device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue buildup and blood were observed on the jaws. The heater wire was flexed away from the center of the hot jaw with detachment at the tip. The heater wire remained attached at the base of the hot jaw. No other failures were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A pre-cautery test was performed again. This time the device produced steam, which could be considered as normal, during activation. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported failures ¿device remains activated¿ and ¿environmental particulate¿ were unable to be confirmed but was confirmed for analyzed failure "material twisted/bent; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was smoking excessively. Device was removed from the patient and it was activating on its own, glowing red hot, and small flames were coming off of the tip. The hospital immediately disconnected the extension cable from the device and it stopped. A replacement device was used to complete the procedure. There was no patient injury.